Event description:
A complaint is received from a customer because the xia rod 6 x 420 that was used in his wife's spine surgery, is broken. She had had the spine surgery on (B)(6) 2010.

Manufacturer narrative:
The product associated with the incident remains implanted, and no product inspection or metallurgical study was possible to evaluate the rupture mode. Given the lack of info available at this time no formal conclusion can be drawn. Should the device be explanted add'l info will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.